Event description:
Patient presented with pain 4-5 months post-op. Tibial baseplate was found to have disassociated in-vivo from tibial stem several months after implantation of a revision knee. The knee implants were removed and replaced with another revision system.

Manufacturer narrative:
Investigation: on (B)(4) 2012, consensus orthopedics received the explants from (B)(6). Each implant was decontaminated, with care taken not to damage any of the components. After decontamination the tibial baseplate and stem which had disassociated in vivo were transferred to qc for inspection. Each component was inspected according the appropriate ip (ip-265 and ip-266 for the baseplate and stem respectively). All dimensions inspected passed and were within tolerance. Specifically, both the taper on the tibial baseplate and the stem were the correct angles.